Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed unexpected restart. Troubleshooting for the alarm was partially performed. The customer said the alarm reoccurred after changing battery in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.